Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-jun-2025. Investigation summary bd received 11 samples for investigation. The 11 customer samples were subjected to a draw test for low or no draw. All tubes tested within specification. Additionally, 20 retained samples were subjected to a draw test for low or no draw and all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported while using bd vacutainer® serum, 20 tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, 20 tubes underfilled. No adverse impact was reported regarding the patient or user.